Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device. Information contained in this report was previously submitted through psr on 07/24/2017. Device evaluation: the device related to the reported event of broken device, was received on jun 16, 2022 with lot number 2901165. Visual analysis of the returned device identified: weight to the spec and an opening on posterior. A microscopic analysis was performed which identified: a striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage.

Event description:
Healthcare professional reported device ruptured during surgery, the surgery was completed with a back up device. The silicone gel came into contact with patient.